Event description:
Stretcher located in storage. Allegation that the head hi/low will not raise. No injury reported.

Manufacturer narrative:
Technician found the stretcher with down tag stating "head section will not raise or lower". Found gast spring cylinder was defective. Replaced the gas spring cylinder to resolve this issue.